Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Product was provided for evaluation. An exterior physical visual inspection was performed and passed. A test of the transmitter voltage was performed and failed at 0vdc. Cloud/share data was available: a transmitter error on the issue date was found in the cloud/share data: the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.